Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide #(B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had heart failure. He presented to the ER with acute shortness of breath and had some chest pain. Work up for deep vein thrombosis (dvt) and pulmonary embolism (pe) was negative. Patient's oxygen saturation was 97% on room air but needed oxygen for comfort. He was diuresed with bumex with excellent urine output. After a day in ed observation, he was admitted to the hospital. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported events could not be determined. Multiple requests for additional information were sent to the customer; however, no additional information was received. The patient remains ongoing on vad support. The hm3 IFU lists the adverse events that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the right heart failure resolved on (B)(6) 2020.

Manufacturer narrative:
Section b5: additional information.

Event description:
It was reported that the event started on (B)(6) 2020. It was also reported that the patient was admitted with complaints of chest pain and shortness of breath and was found to have a right moderate pleural effusion. He underwent a bedside thoracentesis on (B)(6) 2020, for 1.2 liters with improvement in his symptoms. The patient's pleural fluid was noted to have a high eosinophilia count but further workup was negative. The patient was to be monitored for future effusion recurrence and was discharged in stable condition on (B)(6) 2020.

Manufacturer narrative:
Section b3, b5: additional information. Section h6: correction.